Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter shaft allegedly had broke. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and guidewire were received for evaluation. Thus, physical investigation was performed. We received a catheter, guide wire and a sheath without any visual damages. The catheter was flushed to remove the dried body material. The test guide wire passed through without any resistance until the metal gear wheel. Rotation with the drive system was not possible. The tube was cut at 10 cm from the kink protection for further investigations. Catheter was investigated as functional - as the helix moved with hand magnet at the cut. A lot of body material was found in the tube after removal from the helix. The helix was found broken at 42 cm from the tip of the catheter and screwed up 7 cm in the other part of the helix. The result of the investigation is confirmed for the helix break. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (mcw;dqx). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.